Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 177 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer had stated he was late for a meeting and declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 1:119mg/dl (B)(6) 2017 07:03 am fasting:yes. 2:125mg/dl (B)(6) 2017 08:57 am fasting:yes. 3:131mg/dl (B)(6) 2017 08:55 am fasting:yes. 4:146mg/dl (B)(6) 2017 08:14 am fasting:yes. 5:177mg/dl (B)(6) 2017 11:46 am fasting:yes. Memory concerns:177mg/dl fasting.